Manufacturer narrative:
The customer confirmed decontamination was performed on the instrument and the external filter was changed. Review of the images from the instrument indicated strong negative reactions on the abs2000. Both anti-d reagents reacted positively with other samples on the same runs. Review of the instrument error log indicated excessive dilution errors. A service call was made. The syringes were leaking and causing errors; the in-line filter was discolored . The syringes and the in-line filter were replaced and the wash manifold was flushed. The repairs returned the instrument to its expected function.

Event description:
Unexpected negative rh results were reported on the abs2000 with 6 patients known to be rh positive. The patient samples were retested manually by the tube method using the same vials of anti-d series 4 and anti-d series 5 were used on the abs2000. The samples manually typed as rh positive.